Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgical (fess) procedure. It was reported that the site had issues tracking an ostium seeker and blade after registering. The site tried swapping out the patient tracker with no resolve. They then swapped out the instrument tracker, reregistered, and was able to continue the surgery. No impact to patient outcome. There was less than a 10 minute delay in the surgical procedure. The manufacturer representative reported that the issue was an out of box failure.